Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was prepared by the doctor. When he went to put the sheath on the laying wire, he saw, that the distal part of the dilator was missing. Another angio-seal was used instead without any issues. The procedure was done successfully without any significant delay. There was no significant blood loss. There was no harm to the patient. Additional information was received on 13aug2020. Only a part was missing.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and only the proximal part of the locator were returned along with the header bag. No other accessory components were returned. Visual inspection revealed that the locator was broken at the blood inlet holes. The broken distal part of the locator was not returned. Microscopic analysis revealed that the area of the locator that was separated appeared to be stretched, twisted and distorted. There was no sign of damage or deformation noted on the hemostatic sheath. No other visual anomalies were noted. A new 6f arteriotomy locator was obtained which has the same external dimensions as the returned locator. The failure was attempted to be replicated by exposing a locator the mechanical force on one point of the distal tip (at blood inlet holes), the locator did break and showed signed of stretching upon forces. The fractured end surface was analyzed under a microscope and it was noted to be stretched, twisted and distorted as same as the returned locator. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that an off-axis forces on the locator leading to experience forces which were greater than the strength of the material leading to eventual fracture of the locator tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.